Event description:
Patient had posterior spinal fusion. Post-op course was uneventful and patient was discharged to home. Follow-up films several days later, weeks later and several months later were satisfactory. The patient was bending down to pick something up months later and while arising noted an acute "pop" and pain in his back. He came to the ed and was noted to have dislodged the rod from the pedicle screws with the inset nuts completely disengaging on the right at l3 and l4; and on the left, the nuts were disengaged at l2, l3 and l4. It was felt that the system failed and that re-instrumentation was warranted. The intraoperative problem was found to be that the rod was completely disengaged from the screws on the right and had migrated to a medial position where it was less stressed. The l3 and l4 screws on the right were found to be well-seated within the bone. In order to attach the rods to the screws with less stress, cross connectors were utilized on the right at l3 and l4 and connection was reinforced with 16 gauge wire. On the left side, the rod was completely within the screw head at l2, but the inset nut at l2 had dislodged; the rod was only disengaged in a slight cephalad direction at l3 and l4 and did not require much force to reposition the rod into the screws and cross connectors. These screws were also found to be well-seated within the bone. The connections at l3 and l4 were reinforced with 16 gauge wire but not at l2 because surgeon was unable to get the rod out of the pedicle screw at l2.the proximal fixation was found to be quite secure. Md also explored the fusion mass in the lumbar region from l1-l4. Fibrous tissue was removed and spine was thought to be half-fused. New bone bank cancellous graft was placed down from l1-l4. Wound was irrigated and closed and patient is recovering.